Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had culture test positive, during lab demonstration. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover burned, and air water channel has foreign material. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for c-cover burned is traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.